Event description:
It was reported that the hex wrench could not be inserted into the header of the pulse generator and disconnect the lead. The device was explanted on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.